Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a 6f guidezilla ii guide catheter. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection found no damage to the returned complaint device. The reported perforation could not be confirmed as clinical circumstances could not be replicated. No issues were identified during the product analysis.

Event description:
It was reported that the patient experienced perforation. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A guidezilla guide extension catheter was selected for use. During the procedure, the physician felt the guidezilla perforated the lad as he was advancing the guidezilla down the lad to facilitate stent delivery. The physician believed the guidezilla created the perforation at the mid lad. A balloon was used for tamponade to treat the perforation followed by echo. The dye stain showed perforation but the patient did not exhibit any symptoms beyond st elevation but this was most likely due to tamponade of the balloon. The procedure was completed with another of the same device. The patient was stable post procedure and was admitted to the hospital beyond standard of care. No further patient complications were reported.

Event description:
It was reported that the patient experienced perforation. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A guidezilla guide extension catheter was selected for use. During the procedure, the physician felt the guidezilla perforate the lad as he was advancing the guidezilla down the lad to facilitate stent delivery. The physician believed the guidezilla created the perforation at the mid lad. A balloon was used for tamponade to treat the perforation followed by echo. The dye stain showed perforation but the patient did not exhibit any symptoms beyond st elevation but this was most likely due to tamponade of the balloon. The procedure was completed with another of the same device. The patient was stable post procedure and was admitted to the hospital beyond standard of care. No further patient complications were reported.